Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, while inflating from 19-20 a pin hole leak was noticed. The procedure was completed with the same cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. H11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and visual inspection found no damages to the device. Functional inspection found the balloon was inflated without a problem, and it was able to hold pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole could not be confirmed. The results of the analysis performed on the returned device found the balloon was able to be inflated without a problem and was able to hold pressure. No visible damages were noted. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, while inflating from 19-20 a pin hole leak was noticed. The procedure was completed with the same cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.